Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received multiple, inaccurate fill estimates. Review of the pump data logs showed that the insulin gauge value did not correspond with the amount of insulin that had been delivered. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.